Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm, a12 alarm, a21 alarm due to blank display. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple motor errors during set change. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated they were able to complete the rewind process. The drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.